Event description:
It was reported that "the medical devices with handles made of ferrozell material lead to discoloration/residues in the container after the sterilization and instruments that can be hygienically questionable, or at least making the user and (B)(6) staff uncomfortable."

Manufacturer narrative:
The device was not returned for investigation. The DHR check could not be performed as the lot number was not available. Handles made out of canevasit leads to discoloration/residues. As investigating to the case at hand, zimmer (B)(4) found parallels between this experience and that of other users of canevasit handles. As a reaction to those earlier reports zimmer (B)(4) already performed a concise analysis and have been able to identify the root cause that also explains the event of that experience. The root cause is inappropriate product specifications. Appropriate corrective and preventive actions were already implemented. The handle material of identified instruments was changed from canevasit to ppsu or metal. As error pattern and root cause are already known and appropriate measures were taken, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).